Event description:
It was reported that during surgery, the cage disengaged from the inserter when the surgeon was inserting the cage to the patient. The cage was deformed, the surgeon used other cage and finished the surgery.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The cage was inspected and there were deformities on the end of the cage where the inserter would be attached. No relevant manufacturing issues found. The exact root cause of this event could not be determined.

Event description:
It was reported that during surgery, the cage disengaged from the inserter when the surgeon was inserting the cage to the patient. The cage was deformed, the surgeon used other cage and finished the surgery.